Event description:
A surgeon reported a patient with an anterior capsular tear that, in her opinion, was attributed to patient movement during the laser portion of the surgery which resulted in the incomplete capsulotomy due to the fragmentation pattern raised into the anterior capsule. The lens was removed and a sulcus intraocular (iol) was inserted with no additional intervention required. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed and there were no unusual findings related to the reported issue. Based on available information, the likely root cause of the reported issue was excessive patient movement. (B)(4).